Event description:
It was reported that the customer had experienced low blood glucose. Blood glucose reading at the time of incident was 34 mg/dl. Customer did not state how they treated for the low reading. Current blood glucose value of customer was 6.3 mmol/l. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using the auto mode feature at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.